Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working without an occlusion alarm. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided at the customer's request.

Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm was sounding. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.